Event description:
It was reported that there was an overstimulation sensation following "some type of environmental exposure." It was noted that the patient had radiation therapy to treat cancer, which ended in august. It was stated that the patient could not adjust stimulation to a setting that was comfortable ever since the radiation therapy, stating that the stimulation was still "too strong/uncomfortable" even when lowering the settings. The patient reportedly turned the stimulation off since she could not tolerate stimulation. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. (B)(4).

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. (B)(4).